Event description:
Information was received from a manufacturer representative (rep) via a physician regarding a patient undergoing a sacral nerve stimulator implant after a trial. The rep stated the lead was implanted and the implantable neurostimulator (ins) was connected. When impedances were checked intra-operatively they were seeing black bars on every combination. They tried increasing the pulse width and the amplitude and still saw black bars for impedance results. The physician also removed and reinserted the lead to ensure it was fully inserted, but this did not resolve the issue. The rep reported they replaced the ins. There were no reported symptoms.

Manufacturer narrative:
Analysis was performed and findings indicated that there were no anomalies with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative reported that when they ran an all electrode check with the physician programmer, a big black bar ran across the screen and it was not dotted lines.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.